Event description:
It was reported the patient had the artificial urinary sphincter (aus) removed due to incontinence. A new aus was implanted on a later date. No further patient complications were reported.

Manufacturer narrative:
Date of event: no event date or explant date was available from the physician so the current implant date was used. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.